Event description:
It was reported that the metal screwdriver portion of the anchor broke off inside the patient. No patients injuries were reported.

Manufacturer narrative:
One 2.9 bioraptor knotless hip assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal end of the inner shaft has broken off. The broken portion is dramatically bent and is coiled up/pig-tailed on one end. The anchor has broken at its proximal end where it interfaces with the inserter. A portion of the anchor has been broken off and was not returned. A review of the clinical details confirmed this device was being used in a labral repair of the hip and that a spade tip drill was used to prepare the insertion site. Further investigation is not warranted at this time.